Event description:
Due to brown discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the contamination and recommendation via email on 07/15/2022. Cardioquip epidemiology then went to the facility in an effort to identify the cause of the potential contamination per the customer's request. Cardioquip sent a second and third form of the recommendation via phone call and email on 01/31/2023. As of the date of this report, there has been no response to the recommendation of repair.